Manufacturer narrative:
(B)(4). Evaluation results are: review of angio images during implant revealed that the bifurcate was brought up the right side and positioned just below the renal arteries. Per the calibrated catheter, the proximal neck flow lumen diameter measured ~19mm and 2cm lower at the bottom of the neck measured 20mm. The max diameter aaa (flow lumen) was 9cm; l-r. The bifurcate was implanted just below the lowest left renal artery with ~2cm of proximal seal length. The contra limb was implanted into the gate overlapping at the flow divider, and extended distally into the left common iliac. The ipsi limb was extended with another limb ~3cm, landing into the distal section of the right common iliac artery. Some stent graft narrowing was seen within the distal aorta, and a stent was then implanted within the left/contra limb across the flow divider. The flow lumen diameter across the stented limb measured 12mm. Final angio showed widespread contrast blush outside the stent graft from a likely type IV endoleak. Both limbs were patent and no other issues were observed. Post-implant ivus images showed patent limbs and stent graft diameter¿s that ranged from 20mm ¿ 7mm, with no obvious stent graft issues observed. Review of CT¿s 4 months post-implant revealed that the bifurcate was positioned just below the lowest left renal. The proximal stent graft diameter measured ~19 x 21mm, and there was ~10mm of proximal seal length. The infrarenal neck was calcified and angulated 45deg a-p relative to the distal aorta. The max diameter aaa measured 9.5cm, no clear endoleak was observed, and calcification in close proximity to the stent grafts was also seen within the proximal and distal aaa sac. Both limbs were patent, and no stent graft kinks, compression or other issues were observed. Review of CT¿s 10 months post-implant revealed that the bifurcate was positioned just below the lowest left renal. The proximal stent graft diameter measured ~19 x 21mm, and there was ~ 10mm of proximal seal length. The infrarenal neck was calcified and angulated 55deg a-p relative to the distal aorta. The max diameter aaa measured 9.5cm, no clear endoleak was observed. Both limbs were patent, and no stent graft kinks, compression or other issues were observed. Review of limited CT¿s 13 months post-implant revealed that the bifurcate was positioned just below the lowest left renal. The max diameter aaa measured 9.5cm, no clear endoleak was observed. Both limbs were patent, and no stent graft kinks, compression or other issues were observed. Review of CT¿s 16 months post-implant revealed that the bifurcate was positioned just below the lowest left renal. The proximal stent graft diameter measured ~20mm, and there was ~5 ¿ 10mm of proximal seal length. The infrarenal neck was calcified and angulated 65deg a-p relative to the distal aorta. The max diameter aaa measured 9.7cm, no clear endoleak was observed, and calcification in close proximity to the stent grafts was again seen within the proximal and distal aaa sac. Both limbs were patent, and no stent graft kinks, compression or other issues were observed. Review of CT¿s 24 months post-implant revealed that the bifurcate was positioned just below the lowest left renal, within the short length neck. The proximal stent graft diameter near the top of the sac measured ~22mm, and there was 0 ¿ 5mm of remaining proximal seal length. The infrarenal neck was calcified and angulated 65deg a-p relative to the distal aorta. The max diameter aaa measured >11cm and the aaa appeared to have ruptured. Contrast from a likely proximal type I endoleak was seen outside the stent graft coming from the anterior side of the proximal neck. Both limbs were patent, and no stent graft kinks, compression or other issues were observed. The exact cause of the proximal type I endoleak leading to the aaa rupture could not be determined. Disease progression and aneurysm morphology changes appeared to have occurred. Over the course of the implant duration there has been a gradual reduction in the proximal neck length, as well as increased angulation of the infrarenal neck relative to the iliac limbs and distal aorta. The calcified neck may have also contributed to the type ia endoleak. Details of the reported open repair which successfully resolved the aaa rupture, as well as images post-intervention, were not available for review.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 8 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently due to having four days of abdominal pain. The CT revealed there is a proximal type I endoleak and a ruptured aneurysm. The patient was taken to or where open repair was successfully done, however the endurant stent grafts remained in the patient. The physician stated that the cause of the event is related to the patient anatomy of the aorta had dilated through the proximal seal zone and type 1a endoleak lead to aneurysm rupture. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the aneurysm diameter has increased from 8 cm in diameter to 11 cm in diameter. The patient was taken to operating room where open repair with teflon and umbilical tapes wrapped around plicating the infrarenal aortic neck onto the endurant stent graft was successfully performed, the endurant stent grafts remained in the patient.